Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces. The unit also failed the displacement test (239.5 units left on the status screen) and had intermittent motor error alarms during the rewind due to the motor encoder signal being out of phase. The insulin pump was unable to undergo the rewind, basic occlusion, prime, occlusion, and excessive no delivery test due to the displacement test failure and motor error alarms. The following cosmetic damage was also noted: cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and a cracked belt clip slot.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow is sticking and often unresponsive. The patient's blood glucose at the time of incident is unknown, but the patient suspects that it was high. However, the customer stated that her previous readings after her keypad issues began were lower: 46 mg/dl and 64 mg/dl. The customer stated that the up arrow became unresponsive while programming a bolus. Troubleshooting was declined for the low of 46 mg/dl and initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.